Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, a root cause could not be identified. However, evaluation results found a faulty cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd camera head had image problems. The issue was found during reprocessing before procedure. The patient was not under anesthesia. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). During evaluation, the reported issue was not found. The repair history found a no image due to faulty cable. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.